Event description:
It was reported that a 77-year-old female patient weighing 65.0 kg underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported by the bwi representative, that during ablation the physician noticed an effusion via the intracardiac echocardiography (ice) catheter. The physician completed the ablation procedure as the patient remained stable. The physician checked again via transesophageal echocardiogram (tee) and decided that a pericardiocentesis was needed. The physician performed pericardiocentesis. It was confirmed that there was no audible steam pop, and the physician also did not feel one occur. 220ml of liquid was removed during the pericardiocentesis. Patient continues to be in stable condition. Physician¿s opinion on the cause of this adverse event was patient condition. The outcome of the adverse event was fully recovered. Physician planned to keep her overnight before procedure, so the complication did not extend stay. No relevant tests except a tee performed to determine whether to perform pericardiocentesis. No relevant history. Generator¿s make and model with serial number is stockert gmbh smartablate system ref m490002, hw-rev 08 sn (B)(4). Brk needle was used for the transseptal puncture performed. Pulmonary vein isolation on both sets of veins was performed, along with a roof line. Effusion was noted at end of left veins/beginning of roof line (rights were done first). It was small enough on ice that physician finished lines before ordering tee. It was unsure when the event began. Flow settings for the irrigated catheter was not changed from bwi protocol. Correct catheter settings were chosen for the stsf. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No errors on bwi equipment during case other than a 442(back patch, minor distortion) for a brief moment when physician moved patient bed down too close. Bed was immediately moved back up and error cleared. No map shift etc. All force visualization features were used. Ablation was set to 30 w 20 sec posterior wall, with ablation coming off early if impedance drop reached 10 or surpoint reached over 300. 50 w 20 sec anterior, ablation turned off early if impedance drop reached 10 or surpoint reached 400. The parameters for stability for the visitag module used was range-2, time-3, 25% over 5g, 2mm visitag. Additional filter used with the visitag was respiration. Visitag were colored by impedance, set 5-ohm min, 10-ohm max. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-dec-2022, the product investigation was completed. It was reported that a 77-year-old female patient weighing 65.0 kg underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed a char on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30887086l number, and no internal action was found during the review. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).